Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged, and were pulled back with no slack, resulting in inconsistent pacing. The leads were repositioned in the atrium and rv, respectively, and remain in use. No patient complications have been reported as a result of this event.